Manufacturer narrative:
H2: please see section b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the site was unable to rely on the navigation instruments due to it not functioning properly. However, it was noted that they could use the navigated blade okay.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 733752, serial/lot #: -, ubd: , UDI#: h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the site was unable to verify instruments. The manufacturer representative (rep) confirmed: patient tracker was red, non-disposable registration probe showed high geometry error, no error displaying for distance to divot, the site was using flat emitter, no alternative was available, and no alternative system was available for case. For troubleshooting technical services (ts) had the rep and site try the following: switch patient trackers-- issue did not resolve ,  switch registration probes-- issue did not resolve. The resolution/outcome was that the rep confirmed the patient was on metal bed-- ts had them put towels between operating room (or) bed and flat emitter-- patient tracker reduced from 1.7 to 1.1 mm error and registration probe was able to verify. The 90 degree curved suction was working only intermittently and could not get long straight suction or sphenoid probe to verify at all. The probable cause was the metal interference and long instruments near the edge or outside em field. There was a less than one hour surgical delay. Unknown patient impact.

Manufacturer narrative:
Work order completed: h3, h6) a manufacturer representative (rep) went to the site to test the navigation system. It was reported that the system functioning as intended. There was no issue. Codes b01, c19 and d14 are applicable. Please also see section b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was no patient impact.